Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement the foley catheter spontaneously dislodged during placement, causing sterile water leakage probably around the valve or funnel. It was said to leak from the side when water was added, but the exact location of the leak was unknown.